Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported malfunction was confirmed. Based on the results of the investigation, it is likely that the front panel turns off and an alarm sounds due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator screen went black after turning it on, and was accompanied by a piercing alarm sound. The issue occurred during preparation for use for a therapeutic (laparoscopic surgery) procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.